Event description:
It was reported that blood leak was found at y site when flushing. Customer change the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the y-site is confirmed. One 20 ga x 0.75 in safestep infusion set was provided for evaluation. The safety mechanism was returned fully advanced over the needle bevel. Blood residue is visible within the y-site hub. The sample was infused through the proximal luer and no leaks were observed. The device was pressurized, and a bead of fluid was observed to form at the y-site hub. A continuous leak was not observed. Based on the information provided, possible contributing factors include exposure to pressurization during infusion. The product instructions for use (IFU) states, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid at the valve.¿ since the presence of blood residue was visible near the blue valve, the complaint is confirmed; however, the evidence of a continuous leak was not observed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blood leak was found at y site when flushing. Customer change the needle. No other information was provided.